Event description:
It was reported the patient experienced a loss of therapeutic effect and loss of bladder control. It was stated the patient had severe incontinence and stress incontinence issues, to the point where ¿she would just be walking and when she realized she had to go to the bathroom, it was too late.¿ reportedly, the patient did a study from (B)(6) 2013 and she urinated 13 times in one night and 14 times the other. It was stated the patient had been getting up 4-5 times a night. The patient went to her healthcare provider on (B)(6) 2013 and it was determined the implantable neurostimulator (ins) reached end of service (eos). It was stated the battery had been dead for 3.5 years prior to report. It was also noted the patient had lower back pain for the past few years prior to report. The patient had a bladder scan test scheduled for (B)(6) 2013. Reportedly, the patient ¿was never told the ins would only last five years.¿ the patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0343951v, implanted: (B)(6) 2005, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).